Event description:
It was reported that the right atrial (ra) lead impedance had slowly risen since implant into a high range. The lead is to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the date indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pacing impedance steadily rose from approximately 700 ohms in (B)(6) 2013 up to 1200 ohms by (B)(6) 2015. The most recent lead impedance measurement on (B)(6) 2015 was 1344 ohms.